Event description:
This male patient with a history of previous ptca, hypertentsion, high cholesterol, and diabetes had three cypher stents placed in the mid- lad due to stable angina (ccs iiib). The lesion was a long (30mm), irregularl eccentric, c-type , 90% de novo lesion in a small (2.25mm) caliber vessel. The lesion was predilated with a 2.0 x 15 mm balloon inflated to a maximum of 10 atms. The three stents, a 2.5 x 13mm and two (2) 2.25 x 13mm cyphers, were deployed to 14 atms in an overlapping fashion. Approximately 10 months later, the patient experienced chest pain and returned to the hospital. The patient was ruled in for a non-q wave mi. The area of distribution of the mi and the treatment are not known at this time. Additional information has been requested and will be submitted within 30 days of receipt.